Manufacturer narrative:
An investigation has determined that some cartridges with ck lot# 52044hw00, expiration oct 19, 2007, may cause decreased qc and/or patient results, increased imprecision, and error code 1054 (unable to calculate result, reaction check failure) when the cartridge is initially placed into use on the architect csystem. This is a initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer is experiencing low control results when using the clinical chemistry creatine kinase, lot# 52044hw00. There was no impact to patient mgmt reported.